Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during annual service an 840 ventilator had an out of range oxygen sensor. The ventilator was not on a patient at the time of the event. The service engineer replaced the oxygen sensor to correct the issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the o2 sensor had exceeded its life expectancy. If information is provided in the future, a supplemental report will be issued.